Event description:
The fse reported that the subtraction feature intermittently didn't work. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.